Event description:
It has been reported to philips that exposure was not functioning. The available information does not indicate whether the device was in clinical use. No harm has been reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and determined that the exposure is not functioning. Review logfile showed that ippc post had failed. The fsc performed the ippc download board software, recreated the image disc. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method was corrected.